Event description:
It was reported that the insulin pump had an unresponsive act button. The blood glucose reading was 11.2 mmol/l. No significant events leading to the keypad issues were observed. Advised discontinuation and return of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly however, moisture damage was found on keypad traces. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.